Manufacturer narrative:
It was reported that the red locks are not holding and allegedly slipping when it is supposed to be locked out. No injury reported. The actual device was evaluated and the customer complaint was confirmed.

Event description:
It was reported that the red locks are not holding and allegedly slipping when it is supposed to be locked out. No injury reported.